Manufacturer narrative:
(B)(4). Event date - (B)(6) 2016.

Manufacturer narrative:
(B)(4). Batch # m55z07: the analysis results found that the ecs33a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what is meant by, ¿the device did not grab or cut properly.¿ this is not clear. Was the device able to be fully closed prior to firing? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Were there any staples missing from the staple line? If the device staples, what was the shape of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?

Event description:
It was reported that during an exploratory laparoscopic bowel resection procedure the device did not grab or cut properly. No other information was available. Procedure was completed with another device of the same product code. There were no patient consequences reported.